Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturers product support engineer advised the customer replace the main pcb board and the main pcba to motor cable to address the issue. Attempts to gain more information from the customer have yielded no response.

Event description:
The facility biomedical engineer responded and reported the ventilator was operated on a test lung for an extended period and the reported problem was not duplicated. The biomedical engineer reported a full performance verification test was run successfully, and no parts were replaced.

Manufacturer narrative:
Supplemental report

Manufacturer narrative:
Mfgr. Service not requested. Product support engineer advised customer replace the main pcba and cable. No repair information available from customer.